Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (4) lvp modules experienced membrane frame separation. There was no report of patient involvement.

Manufacturer narrative:
H10 added :file is no longer reportable. Cancel MDR.

Event description:
It was reported that (4) lvp modules experienced keypad separation. There was no report of patient involvement.